Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine and clonidine via an implantable pump for spinal pain indications for use. It was reported that the pump had not worked right since it was implanted on (B)(6) 2024. The patient stated that they went into the healthcare provider office yesterday to have the medication changed and when they went to pull the medication out of the pump, they pulled out around 32 cc's when they should have only had 5 cc's in the pump. The patient was in pain ever since implant and they were sick, and they need someone to help them with this. The agent was sending a message to the field about patient call as ¿fyi.¿ the patient was redirected to their healthcare provider to further address the issue.